Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) instructed the customer to remove the endoscope, clutch the arm, and rotate the endoscope 180-degrees before reinstalling. This resolved the issue and the image returned to normal. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper setup of the endoscope orientation. Rotating and reinstalling the endoscope corrected the image orientation.

Event description:
It was reported that during a da vinci-assisted pleural decortication surgical procedure, the image on the endoscope appeared backwards. Prior to calling, the customer removed the endoscope and reinstalled it, but the image continued to be reversed. The technical support engineer (tse) advised the customer to remove the endoscope, clutch the universal surgical manipulator (usm), and rotate the endoscope 180-degrees. After following these steps and reinstalling the endoscope, the image returned to normal. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the reported issue occurred during the procedure with instruments docked. The surgeon did not move any instruments while the image was inverted. The customer informed they will not be returning the endoscope.